Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump had traces of moisture on lcd board. Unable to verify battery out limit alarms due to keypad anomaly. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump had fallen into the sink a couple of days prior to the alarm. The customer's blood glucose was 140 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.